Event description:
Event description clinical product in the united states/no MDR rl fax received 08/29/96 (communication worksheet) further information is coming.alleged malfunction is also noted. ICD used with patient and explanted aug. 96. ICD has not been released in the united states. Cpi received further information that this endotak transvenous defibrillation lead (0115) was removed from service due to the device, implantable cardioverter defibrillator (ICD) having a damaged output, most likely from delivering therapy into a low impedance lead system. The (0115) was removed from service and replaced with a (0125) lead.